Manufacturer narrative:
The stapler 30 curved-tip instrument was received for failure analysis. Visual inspection found a loose grip cable at the distal end and a broken grip cable at the proximal end when the housing was removed. As a result, the grips will not open or close. According to logs, the instrument had two incomplete fires. No engagement failures were observed in the logs.

Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. An advanced stapler log review shows the instrument was installed on the system 4 times and fired 2 reloads (1 white, followed by 1 green). On installs 1 and 3, the system failed to detect a valid reload was installed. The user re-installed the stapler and manually selected the white and green reload colors. On install 2, clamping and firing were completed without error. On install 4, the first clamp was successful, but was followed by a firing failure at about halfway. The following unclamp also failed. Typically, error codes are seen in the logs if there is a reload recognition failure or when an unclamp failure is experienced. However, no stapler related errors were shown in the system logs for the procedure. The instrument was not used again. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy, the stapler 30 curved-tip instrument entrapped tissue. After stapling the parenchyma, the jaws would not open despite using the stapler release kit (srk). The jaws did not open while rotating hole 2 of the instrument as recommended in the instructions. To release the instrument, the tissue was dissected using the ligasure instrument. The procedure was completed robotically.